Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal distension ('abdominal bloating') in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included choroidal degeneration, unspecified (isolated), appendectomy and urolithiasis (right). Concurrent conditions included obesity and anxiodepressive syndrome. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia of shoulders and wrist"), rotator cuff syndrome ("tendonitis of shoulders"), tendonitis ("tendonitis of lower limbs") and adjustment disorder with depressed mood ("reactive depression syndrome") and was found to have weight increased ("weight gain (+20 kg)"). The patient was treated with surgery (bilateral adnexectomy (salpingectomy and oophorectomy) with laparoscopic coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal distension, arthralgia, weight increased, rotator cuff syndrome, tendonitis and adjustment disorder with depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, adjustment disorder with depressed mood, arthralgia, rotator cuff syndrome, tendonitis and weight increased with essure. The reporter commented: sample is available. Symptoms appeared following tubal sterilization. Causality was reported as unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Rheumatoid factor - on an unknown date: negative. Sample received at quality unit yes. On (B)(6) 2021 sample date. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. The sample has been received at quality unit. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal distension ('abdominal bloating') in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included choroidal degeneration, unspecified (isolated), appendectomy and urolithiasis (right). Concurrent conditions included obesity and anxiodepressive syndrome. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia of shoulders and wrist"), rotator cuff syndrome ("tendonitis of shoulders"), tendonitis ("tendonitis of lower limbs") and adjustment disorder with depressed mood ("reactive depression syndrome") and was found to have weight increased ("weight gain (+20 kg)"). The patient was treated with surgery (bilateral adnexectomy (salpingectomy and oophorectomy) with laparoscopic cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal distension, arthralgia, weight increased, rotator cuff syndrome, tendonitis and adjustment disorder with depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, adjustment disorder with depressed mood, arthralgia, rotator cuff syndrome, tendonitis and weight increased with essure. The reporter commented: sample is available. Symptoms appeared following tubal sterilization. Causality was reported as unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Rheumatoid factor - on an unknown date: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal distension ('abdominal bloating') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included choroidal degeneration, unspecified (isolated), appendectomy and urolithiasis (right). Concurrent conditions included obesity and anxiodepressive syndrome. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia of shoulders and wrist"), rotator cuff syndrome ("tendonitis of shoulders"), tendonitis ("tendonitis of lower limbs") and adjustment disorder with depressed mood ("reactive depression syndrome") and was found to have weight increased ("weight gain (+20 kg)"). The patient was treated with surgery (bilateral adnexectomy (salpingectomy and oophorectomy) with laparoscopic cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal distension, arthralgia, weight increased, rotator cuff syndrome, tendonitis and adjustment disorder with depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, adjustment disorder with depressed mood, arthralgia, rotator cuff syndrome, tendonitis and weight increased with essure. The reporter commented: sample is available. Symptoms appeared following tubal sterilization. Causality was reported as unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Rheumatoid factor - on an unknown date: negative. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.